Event description:
It was reported by the affiliate that the (1) cdh33 was used during a low anterior resection procedure. It was reported that the adjusting knob would not rotate smoothly. The case was completed with another device with no pt consequence.